Manufacturer narrative:
Technician found the bed on 14th floor. Found head of bed will not go up due to bad solenoid. Replaced hydraulic valve solenoid to resolve this issue.

Event description:
Complaint alleged that the head of bed will not go up. No injury alleged.